Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 175mg/dl. Troubleshooting occurred, and it was determined that there was an occlusion. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.